Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt did not achieve the expected cylinder correction. Postoperatively the surgeon observed the chamber flattened and the optic had come out of the bag with the haptics still attached. The surgeon reformed the anterior chamber and the lens returned to its original position. Add'l info, including pt status, has been requested. Right eye MDR #1119421-2007-00252. Left eye MDR #1119421-2007-00253.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in this lot number. Add'l info requested 05/18/2007, 05/21/2007 and 06/06/2007 by phone, mail and fax. Add'l info was provided 05/18/2007 and 05/25/2007 by phone and fax. A completed questionnaire has not been received.